Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, at approximately 7am. The patient reportedly obtained a blood glucose reading of ¿346mg/dl¿ with the subject meter. The patient¿s diabetes regimen is not clear, however, according to the csr¿s documentation the patient reportedly administered an increased dose of 3.8 units of insulin at the same time after the alleged issue occurred. According to the csr ¿s documentation, immediately following the reported meter issue, the patient reportedly felt confused and was ready to fall down. At approximately 8:15am, the patient reportedly consumed food and/or drink as self treatment and sometime between 8:30-8:45am, the patient reportedly obtained a blood glucose reading of ¿108mg/dl¿ with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.